Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd nexiva tubing pulled away from the adapter. The following information was provided by the initial reporter: situation: issue: nexiva 22 g x 1.00" piv. After piv was successfully placed, rn went to flush the line and the "pig tail" connect at the blue triangle blew apart and blood went everywhere. New piv had to be placed. No harm to patient or rn. Event date: 1/3/2025. Was there injury? No. Additional info: total number of occurrences. This is the only occurrence for this reported event. Other occurrences have or will be submitted separately as they are reported to our team.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383532 and lot number 4242259. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional infromation.